Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Additionally, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. It was noted that there were non-sustained ventricular tachycardia episodes, high rate non-sustained episodes, and ventricular oversensing with noise. A possible lead fracture is suspected. The lead was reprogrammed until patient and physician can discuss plan of action. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been capped and replaced.